Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scope communication error due to a corroded electrical connector caused by fluid invasion. Upon further inspection fluid invasion was also observed inside of the bending section. It was observed that the channel tube was burnt due to interference with a brush or treatment device. It was also observed that the scope connector cover was worn due to handling. It was observed that the light guide tube was cracked due to handling. It was also observed that the switch box and switch 1 was deteriorating due to chemical stress during reprocessing or handling. Additionally, the protector was deteriorated due to chemical stress during reprocessing or handling. Lastly, it was observed that the suction cylinder was scratched due to contact with a cleaning brush caused by a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite colonovideoscope had a scope communication error (e315). The reported issue occurred during regular maintenance of the device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to handling of the device as well as the following: water invasion of bending section. The instructions for use (IFU) states that water leakage from device may cause a short circuit which may lead to breakage of charged coupled device (ccd) unit. The user can detect the suggested event properly by handling the device in accordance with the following IFU" "inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "precaution for disappeared or frozen endoscopic image: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. Do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.